Event description:
No new information.

Manufacturer narrative:
Additional information: d4: catalog # provided. H6: the quality investigation is complete.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number h6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a procedure, a bur broke, which was retrieved from the surgical site without any additional medical intervention or a clinically significant delay. The procedure was completed successfully.